Event description:
It was reported that infusion set canula was bent which led to high blood glucose and was treated with 10 units of backup insulin (manual injection). The event occurred on (B)(6) 2024 no further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.